Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, a drill bit broke during an unknown procedure. Another drill bit was opened. There was no surgical delay. Procedure outcome was successful. Patient status was stable. This report is for one (1) elite compression implant drilling templates. This is report 1 of 1 for (B)(4).